Manufacturer narrative:
(B)(4). Batch # n90f89. The device was received the upper jaw damaged at the proximal side. In addition, the device was received with the cable cut off. The cable cut off is not related with the complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we are unable to investigate further the reposition jaws and reactivate issues reported. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. It is possible that the unexpected noise heard could be caused when the jaw got damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic total bladder resection, a snapping sound was heard, then, ¿reposition jaws and reactivate¿ was displayed. The grasping force was felt higher than expected. The blade tip was not broken off and no pieces fell into the patient. Another device of a competitor was used to complete the case. There were no adverse consequences to the patient.